Manufacturer narrative:
The pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, and displacement test. No excessive no delivery alarm noted. Pump passed self-test, unexpected restart test and all operating current measurement were normal. Pump was received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked near the battery compartment. The customer's blood glucose level was 436mg/dl. The customer treated with manual injection. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.